Event description:
Pt complained of pain in right tempero mandibular joint. A change in occlusion was also noted. Right and left side pt specific condylar prostheses were explanted and replaced with new pt specific condylar prostheses. Explanting physician reports possible corrosion at one screw whole of explanted right condylar prostheses. Co has requested that both condylar prostheses and screws be returned for evaluation. As of the date of this filing, the allegation of corrosion has not been confirmed.